Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient reported they had a staph infection shortly after having the pump implanted on (B)(6) 2014. They had to spend four days in the hospital in (B)(6), and then they were sent to a nursing home to receive intensive antibiotic care. Shortly after that, they had their pump filled in (B)(6). They had two abscesses at the start, and then a third abscess began to form. When they had the third abscess they could barely touch it. It erupted, and they had a huge puddle of blood and puss on the floor. That was when they found a small hole, and over two weeks it grew to the size of a silver dollar. They were trying to keep good care of it, but they had to go to the ER because it was getting worse. When they went to the ER, they had puss coming out of their body. They found out about the second staph infection when they were in the hospital on (B)(6) 2014. The patient had a staph infection and they had a hole in their stomach the size of a silver dollar, and the pump was sticking out. It looked like it was going to come right out of her skin. They reported having been so far infected that it was affecting their speech and thought process. The patient also mentioned that their pump needed to be filled every three months, and when they would take out the medicine it ¿was like only 5 ccs were used in the three months¿. Their pump and catheter were removed on 2014-12-07. The pump contained morphine. The patient¿s outcome was requested in addition to what was meant by only 5 ccs having been used by the time the pump was refilled.